Event description:
Pt referred to me for eval with increased symptomatology and swelling right side of her face following prior placement on (B)(6) 2010 of biomet total joint replacement. Total joint was removed in the operating room under surgical procedure and awaiting 2-stage replacement with pt-specific device. The pt was referred with persistent pain and swelling following jaw surgery left mandible and total joint replacement right mandible. Original surgery date for placement of prior device was (B)(6) 2010. Prior surgery done at (B)(6) health center in (B)(6). Surgeon of record (B)(6), d.d.s., m.d. Pt's medical record number at (B)(6) is (B)(6). The pt was referred to me for initial eval on (B)(6) 2011. She had severe pain, decreasing range of motion, and inability to occlude her teeth together with comfort, the pt arrived with prior CT scan, which I evaluated. A panoramic radiograph was acquired on (B)(6) 2011, along with a pa radiograph. Evaluating all of the radiographs, it appears that at least one screw was loose. The condyle itself does not appear to be in large surface area contact with the ramus, and there appears to be coronoid impingement associated with the advancement of the entire right mandible related to her prior existing malocclusion. The left side of a mandible, where a bilateral sagittal split osteotomy was performed, appears to be stable and well-healed. At surgery of the prior existing five screws placed on the condylar prosthesis, two were totally loose and free-spinning. The device itself was moderately mobile. Tissue areas around the screws appeared to have metallic, gray-colored debris in proximity to where the screws were placed. Coronoid was removed and impinging on posterior portion of maxilla on closure. This can be evaluated on CT scan for the difference in symmetry right to left.